Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2013. The cause of death was a car accident. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis as it was destroyed in the accident.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Clarification: the customer was wearing the pump at the time of the accident but the pump was left at the accident scene, so the customer was not wearing the pump during the hospitalization.